Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found at middle of life (mol)1. It was reported that this device was not interrogated before in storage mode. Another device was chose and successfully implanted.